Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module. The customer stated they reviewed their elevated sodium results and provided the following data: customer normal range 136-145 mmol/l. Sample ID (B)(6) results from sn: (B)(6) were 171 and 164, and repeat result from another analyzer (sn: (B)(6) was 140. Per the customer the discrepant results were not reported out of the laboratory. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module. The customer stated they reviewed their elevated sodium results and provided the following data: customer normal range 136-145 mmol/l sample ID (B)(6) results from sn: (B)(6) were 171 and 164, and repeat result from another analyzer (sn: (B)(6)) was 140. Per the customer the discrepant results were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module serial number (B)(6) and determined that the ict check valve required replacement. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict check valve did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict check valve were identified.